Event description:
Pt reported ms3 pump sn (B)(4) due (B)(6) 2018, the syringe cartridge will no longer go down all the way into the pump. (Gets stuck only goes half way) advised we would ship replacement pump and return kit for defective pump. No ae as result of pump malfunction, using back up pump. No further info. The device error did not occur while in use. It did not cause the pt any harm, it is available for return and we are shipping out a new device. Dose or amount: remodulin 40nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.